Event description:
A user facility¿s biomedical technician [bmt] reported to tech support that a 2008t machine was not reaching the kt/v clearances and the machine is not issuing a yellow warning light or message as a result. There were no other symptoms occurring on the device. No adverse reactions were noted with the patient and the patient was able to complete treatment on the device. The bmt was advised there may have been an issue with the functional or sensor boards. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A product history review was not completed during the investigation as the serial number was not provided .the investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility¿s biomedical technician [bmt] reported to tech support that a 2008t machine was not reaching the kt/v clearances and the machine is not issuing a yellow warning light or message as a result. There were no other symptoms occurring on the device. No adverse reactions were noted with the patient and the patient was able to complete treatment on the device. The bmt was advised there may have been an issue with the functional or sensor boards. Additional information was requested but was not received to date.